Event description:
It was reported that during a gastric procedure, the device did not fire completely. No further information was provided. There was no pt consequence.

Manufacturer narrative:
Eval summary: analysis results indicated physical evidence associated with user error. The analysis showed that the long45a instrument was received with the firing trigger stuck halfway in the open position and with no cartridge present, however, two cartridges were received loose inside the bag. Both cartridges were received partially fired and were noted to have the lockout tab bent. The damage to the cartridge lockout tab is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. In addition, the instructions for use state, "the firing stroke must be completed. Do not partially fire the instrument. Fire the instrument by squeezing the firing trigger completely until it rests on the closing trigger. Note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the instrument will lockout. Firing through the lockout mechanism will break the instrument." The returned instrument was found to be non functional as the firing mechanism was noted to be damaged. The instrument was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. No functional test could be performed due to the condition of the instrument. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.